Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to take the charge and boot up. The data logs could not be retrieved and reviewed since the receiver ceased to function. The receiver functional testing was attempted but could not be performed. The receiver case was opened for further evaluation and internal inspection. The interior inspection failed and a defective battery with cracked controller chip was observed. The reported event that the receiver ceased to function was confirmed during interior inspection. The root cause was determined to be a defective battery.